Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act buttons does not respond right away when presses it. The customer blood glucose level was 397 mg/dl at the time of incident . Customer advised to observe time clock for one minute to verify if time advances and the time was advances. Customer advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened esc and act buttons dome switch. No unlocked j2 or lcd keypad connector noted.